Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: " piece of IV tubing broke off in blue lumen. The piece was stuck in the hub of the catheter. Additional slide clamps added to lumen. The issue resolved by removing the line. New access was obtained."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " piece of IV tubing broke off in blue lumen. The piece was stuck in the hub of the catheter. Additional slide clamps added to lumen. The issue resolved by removing the line. New access was obtained."